Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the commander delivery system balloon tore. The patient had tortuous anatomy, not heavily calcified. During the preparation phase the balloon was intact and did not leak contrast mix. Bav was performed without incidence. The 29mm commander delivery system tracked the vessels and arch to the annulus without much resistance and with the proximal end of the balloon protected by the pusher as usual (the proximal end of the balloon did not come into contact with any calcium en route). The pusher was withdrawn to the middle of three markers and happy with the valve position, pacing was initiated and inflation attempted - some contrast appeared in the distal end of the balloon (next to nose cone) then the entire inflation volume (33mls) emptied without the balloon or valve expanding. On drawback, blood was withdrawn into the inflation device. The unexpanded valve was re-sheathed and removed from the body together with the commander and 16f esheath. A new esheath was inserted and a second bav was performed to ensure crossing the native valve would not be an issue. A second 29mm valve was prepared which deployed without further incidence. On inspection post case we could see a longitudinal tear on the proximal end of the commander balloon through which the contrast was lost.

Manufacturer narrative:
The delivery system and cine imagery were returned to edwards lifesciences for evaluation. During review of the cine images, a leak was observed at the proximal end of the inflation balloon. Blood was also observed in the inflation balloon and crimp balloon. The returned delivery system was visually inspected for abnormalities. The crimped valve was observed on the inflation balloon. Minor gouges were observed on the flex tip. The I/c bond appeared to be intact. A pinhole was observed on the proximal end of the inflation balloon. Since the pinhole was discovered on the tapered section of the inflation balloon, no applicable dimensions relevant to the reported complaint were able to be taken. During functional testing, a pinhole was observed on proximal tapered section of the inflation balloon, thereby confirming the event. During manufacturing, the delivery system was both visually inspected and tested several times throughout the process for the following: general specification for s3 balloons, crimp balloon molding process, flex catheter and balloon catheter leak test, crimp balloon and inflation balloon laser bond , final inspection, commander: functional product verification testing , and commander: tensile product verification testing . These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to balloon ¿ leakage. A review of the complaint history from august 2017 to july 2018 for edwards commander delivery system (for all models and sizes) revealed other returned complaints. No manufacturing issues were identified. A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿leakage¿. The edwards delivery system instructions for use, the prepping manual, and the training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ leakage was confirmed. There was no difficulty reported with de-airing the device, the pinholes were likely not present out of the box. The patient was reported to have tortuous anatomy without significant amounts of calcification. Calcification and tortuosity of the vessels may have increased the frictional forces during valve alignment due to non-coaxiality between the flex shaft and the balloon shaft of the commander delivery system. This increase in frictional forces may have caused the valve apices to puncture the proximal tapered section of the inflation balloon during valve alignment. Additionally, vessel tortuosity may have also increased the likelihood of the inflation balloon interacting with calcification while tracking through the patient¿s vascular anatomy to the target implantation site, increasing the risk of damaging the inflation balloon. However, as reported, there was neither difficulty in tracking the delivery system through the patient¿s vasculature anatomy nor difficulty in valve alignment. As such, the suggested root causes above could not be confirmed. A definite root cause cannot be determined at this time, but with the given information, patient factors (calcified, tortuous vasculature) may have contributed to the complaint event. No manufacturing or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend category ¿leakage¿ did not exceed the july 2018 control limit. No corrective/preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).